Manufacturer narrative:
No samples were available for evaluation. Method: the devices were not available for evaluation. Therefore, no testing can be performed. Results/conclusion: the devices were not returned for evaluation. No product evaluation can be performed. Furthermore, relevant portions of the device history record were reviewed and there were no corresponding issues identified during manufacturing or final release. To date, no other complaints have been received for the reported finished good lot. It is uncertain if the quill knotless tissue-closure device attributed to these events. Due to minimal information obtained from this surgeon, a definitive conclusion can not be drawn at this time. (B)(4). Item # ya-1023q, quill, 3-0 undyed monoderm, lot m428870.

Event description:
Date of event is estimated. Three (3) total knee arthroplasty procedures were performed using a quill 3-0 monoderm device for skin closure. The surgeon stated that the patients developed ischemia in the superficial layer of the tissue approximately twelve (12) days post procedure. All patients required oral antibiotics as well as prolonged healing times and daily wound care.